Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) found that low pressure was being caused by a defective 2-way solenoid valve on the elution buffer #3. The fse replaced the 2-way solenoid valve. The customer proceeded to run quality controls, which passed. The g8 instrument was working within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states: 101 pressure low. The pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported issue was due to a defective 2-way solenoid valve on the elution buffer #3.

Event description:
On (B)(6) 2017 a customer reported getting 101 pressure low error message while running patient samples with the g8 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.